Event description:
Rptr called to add info to a phone report taken on 11/25/1998. The first event on 12/11/1997 at a hospital involved a becton dickinson vacutainer, product info unknown. The second event on 6/26/1998 at a dr's office involved a becton dickinson precision glide, product info unkown. Rptr states that in both events, leakage occurred during transfer of tubes, when rubber cover did not provide an accurate seal.